Manufacturer narrative:
(B)(4). The rd900aeu infant neopuff resuscitator is currently en route to fisher & paykel healthcare central in (B)(4) for investigation. We will provide a follow-up report with our findings following receipt of the device and completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported to fisher & paykel healthcare's (B)(4) office that medical staff were not able to obtain any pressure on an rd900aeu neopuff infant resuscitator unit. No pt consequence was reported.